Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was evidence of the 1720 error. Functional check was performed and the pump was visually inspected. The reported issue was confirmed. The pump was found to be displaying "1720" error code message on power up during the investigation. The cause of the issue is unknown. It was recommended that the backup capacitor be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error 1720. The issue was discovered during testing and there was no patient involvement.